Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: *if possible, please provide the lot number. H3 analysis summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that one opened sample that pertained to product code w3709 was received. After investigation of the sample, short insertion was observed in the strand. The visual inspection concluded that the combination of the needle/suture was detached from the needle since the insertion end of the suture did not meet the requirement. Based on the information currently available, the short insertion issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. The manufacturing records couldn't be reviewed as the batch number is unknown.

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2024, and suture was used. Before use on the patient, the problem of pulling off suture needle had happened in the newly dispensed suture when it was opened to prepare for surgery. Changed another one to complete the surgery. The product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it was received one opened sample that pertained to product code w3709. After investigation of the sample, short insertion was observed in the strand. The visual inspection concluded that the combination of the needle/suture was detached from the needle since the insertion end of the suture did not meet the requirement. No patient consequence was reported. Additional information was requested.